Event description:
Reporter stated that she had hernia mesh implanted and was suffering from the following adverse events. She was having elevated blood pressure, elevated heart rate, pain, constant infection on her belly button which occasionally becomes sepsis. She also said she had 10 bowel obstructions since 2014. Pt stated she avoids certain types of food and changed her whole diet as a result of her pain. She went on to say that the mesh has migrated and it was unable to be detected by MRI and CT scan. She said she consulted with (B)(6) clinic to have it removed.